Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-4316 lot #: 17109760, description: next generation anchor kit-sterile; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the patient. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads may have been compromised due to the recent radio frequency ablation therapy wherein the patient lost pain coverage, had an inconsistent device and several contacts were noted to be not working after the procedure. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.